Event description:
It was reported that the patient presented for in-clinic follow up with a shorted output stage detection (sosd) alert for possible high voltage circuit damage delivered by the implantable cardioverter defibrillator. The alert date corresponded with the date of an unrelated surgical procedure. However, it was observed that the device was unable to perform a capacitor maintenance test due to a telemetry anomaly. An additional attempt was made, and the capacitor maintenance test was successfully completed. The device resumed normal function. The patient was stable.